Event description:
Customer reportedly received results of 28.9 mmol/l on aviva system 1 and 8.9 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 202807, expiration date 12/31/2011). (B)(4).